Manufacturer narrative:
Troubleshooting of the device with the customer identified the AED was exposed to environmental conditions outside of its labeled specifications, specifically the AED was rained on.

Event description:
A customer reported their AED will not power on after being exposed to rain. They reported this did not occur during patient use.